Event description:
As reported, during synchronization with a nanoknife generator, the accsync ECG trigger monitor noted that the pacing spikes came in different parts of the ECG. The unit is to be returned for eval and repair, if required.

Manufacturer narrative:
A review of the MFR records for the reported serial number indicated all device specifications and quality requirements were satisfied. A review of service records for the reported unit noted no issues. It was indicated that the unit involved in the reported incident will be returned to the MFR for eval. An investigation into the root cause for incident is currently in progress. Once the device is rec'd and evaluated, the results of the investigation will be sent via a f/u medwatch. (B)(4).